Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon catheter was entrapped on a guide wire. The target lesion was located in the obtuse marginal artery. The physician performed the angioplasty with the 2.0 x 15mm emerge otw balloon catheter, but when it was being removed became entrapped on a non bsc guide wire. The guide wire and device were removed together. The procedure was completed with and unspecified stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the emerge catheter was received with no original packaging and a non-bsc guide wire. There was solidified blood in the inflation lumen and wire lumen. The balloon was bunched up. The guide wire was protruding 160cm from the catheter hub. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The catheter was soaked in a warm water bath to attempt to loosen solidified blood in the inflation lumen and wire lumen. The guide wire could not be removed. The outer diameter of the wire was measured and was consistent with a .014" guide wire. The inner diameter (ID) of the wire lumen was measured at the distal tip and was within specification. The catheter was locked up on the guide wire in the as received condition. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon catheter was entrapped on a guide wire. The target lesion was located in the obtuse marginal artery. The physician performed the angioplasty with the 2.0 x 15mm emerge otw balloon catheter, but when it was being removed became entrapped on a non bsc guide wire. The guide wire and device were removed together. The procedure was completed with and unspecified stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).